Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's t:flex user guide: "only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences."

Event description:
It was reported that the customer experienced intermittent inaccurate fill estimates. Reportedly, the customer does not think their blood glucose level was impacted. Reportedly, the customer continued to use the cartridge.